Event description:
One device was returned for repair. Analysis found a degraded downstream occlusion (dso) seal. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was returned for repair. Log events were reviewed and there are no errors related to the customer complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection from the downstream occlusion (dso) seal was degraded. The dso seal was replaced. B3. Date of event: month and year of event have been provided, but day is unknown.